Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Patient reported right side implant has "been recalled so all the illness I have felt is 100% due to these implants". "Tinnitus", "vertigo", and "severe tiredness" were also reported and deemed not device related. Healthcare professional later reported implant "ruptured". The device has been explanted.